Manufacturer narrative:
Currently it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the reservoir was leaking out of the back. She stated this has happened with three rerservoirs from her last order. She has four left.